Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event with a lowest blood glucose (bg) of 42 mg/dl while using the ilet and dexcom g7 continuous glucose monitor (cgm). The incident occurred after dinner when the user did not announce the meal, leading to a spike followed by corrective insulin delivery that dropped blood glucose (bg) into the 40s mg/dl. The user treated with sugar water, glucose gummies, and a glucose shake without measuring carbohydrate amounts, which caused further fluctuations. The agent reviewed the ¿15 and 15¿ rule for treating lows, and a factory reset was recommended to retrain meal announcements and prevent overtreatment. The agent assisted the user in completing the factory reset successfully. Blood glucose (bg) was corrected. No outside assistance, medical intervention, or significant symptoms were reported.